Manufacturer narrative:
The device was not received from the user facility for evaluation. Review of the DHR found no device issues for the identified production lot.

Event description:
The surgeon reported that the patient experienced worsening back pain within a short period post-operatively. The surgeon stated that an x-ray confirmed that the a screw had separated at the s1 level of the posterior construct. A reoperation was performed to replace the screw construct.